Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained right ventricular oversensing due to lead noise was observed. Noise was unable to be recreated using isometrics or deep breathing. The patient was asymptomatic. The lead remains implanted.